Event description:
The customer reported that there was zipper damage to one of the side panels. The customer could not specify the type of damage. Eval of the returned product found an open slider body on each of two side panels.

Manufacturer narrative:
The product was returned for eval. Physical inspection found a one foot rip in the vinyl to the zipper tape on the side panel. Two slider bodies were open on panel a and b. One window was installed backwards. The pt surface of the mattress was cracked. This type of damage is consistent with improper user handling of the product. (B)(4).